Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 102 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test and motor test. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.